Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she has had air bubbles in the reservoir. The customer's blood glucose the last time she had the bubbles was 270 to 300 mg/dl. The customer stated that the current reservoir had a large air bubble. Blood glucose was 320 mg/dl. She stated that insulin only exists into the tubing when the insulin pump is upside down. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place. She was instructed to disconnect at the quick release and prime until the air bubbles are no longer visible. The customer was unable to complete troubleshooting and stated she would change the entire set. The reservoir will not be returned for analysis.